Event description:
Midas 26-9017, 8992, 8994, 8997 artifact present on ap(anteroposterior) erect cxr (chest x-ray). Artifact is over anatomy but not impacting radiologists' ability to read. Ce has been notified and contacted siemens.